Manufacturer narrative:
Corrected information has been provided in d1 brand name. Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. Corrected/updated h3 device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the delivery issue was most likely patient related due to vessel stenosis preventing successful delivery of impella and kinked in the catheter and cannula on the returned product. The cause of the catheter kink was most likely patient related due to vessel stenosis preventing successful delivery of impella and kinked in the catheter on the returned product.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that implantation of an impella 5.5 was aborted due to patient anatomy. The vessels were too small to allow the pump to advance into the innominate. No patient harm was reported.